Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary drawer obstruction failing. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer error message says "clear obstruction" but nothing is visible. Additionally, the drawer doesn't lock properly, causing it to keep failing. A field service engineer troubleshot and found that the sensor had come loose from the hard stop and was shifted out of alignment. Reseated the sensor and ensured it was secured and squared to the magnet to resolve the issue. The system functioned as intended after the field service engineer repaired the device.